Manufacturer narrative:
The recipient's infection reportedly resolved. The recipient was not reimplanted.

Manufacturer narrative:
The recipient's device was reportedly explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient¿s device was reportedly given to the recipient and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient is reportedly experiencing a skin flap infection. The recipient underwent treatment, however, the infection did not resolve. The recipient ceased device use. Explant surgery is under consideration.